Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a laser ureterolithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the basket was opened, one of the basket wires broke and completely detached from the basket. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a laser ureterolithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the basket was opened, one of the basket wires broke and completely detached from the basket. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: device code 2907 captures the reportable event of basket wire detached. Block h10: visual inspection of the returned complaint device found the distal section of the working length was kinked. One of the basket wires was found to be broken but still attached to the basket assembly. Though it was confirmed that no part of the basket detached as was reported, the reported malfunction of the basket wire being broken has been confirmed. There is evidence of bending forces applied to the device which caused the broken condition. Functional inspection was performed by actuating the handle, and the basket was able to extend and retract without any issues. Based on all available information, it is possible that when attempting to remove the device from its plastic tray, applying bending forces to the device during handling, and/or the technique used could have kinked the working length. This then can cause some additional tension in the basket wires, leading to the broken wire. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.